Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that the plastic cannula broke and remained under the patient's skin. The patient went to the emergency department for treatment; an echographic examination was done and the cannula was surgically removed. No other adverse health outcome was reported.